Event description:
Pt presented twenty-four hours after experiencing an aicd discharge. He offered no other symptoms. Inspection revealed a lead break at the insertion into the header. The lead was replaced.